Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patients mother stated upon deployment of the sensor applicator the sensor wire detached and stayed at site of insertion. The patients mother removed the sensor wire. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)